Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead was not capturing, even at high output. The lead was not used and an epicardial lead will be implanted. No patient complications have been reported as a result of this event.